Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The fluidics module and/or fluidic printed circuit board (pcb) were both replaced to resolve the reported issue. The system was tested and found to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to the fluidics module and/or fluidic printed circuit board (pcb) being nonconforming. However, it remains inconclusive whether or one or both of these parts contributed to the reported event, as the samples were not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reports that when sculpting the machine starts chiming indicating it is occluded. The surgeon moves into quadrant removal to clear it. It is reported that it is occurring during every case. The system was exchanged to complete the procedure with no harm to the patient.